Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error detected noted during testing or in the pump trace download. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had second occurrence of hardware low level failures alarm as well as power error detected alarm. The customer's blood glucose level was 10 mmol/l. The customer was able to clear the alarm and rewind the insulin pump. Troubleshooting was not performed for hardware low level failure alarm. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for the analysis.